Manufacturer narrative:
It was reported that her father was using the rollator inside the house when the leg buckle and broke, her father fell off and an ambulance had to be called, did not go to hospital but injuries were reported. Left shoulder and back injury. End user's daughter called to make us aware that her dad had a friend place screws to his walker the first time it broke and did not make anyone aware until the second time. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that he was using the rollator inside the house when the leg buckle and broke. The right front leg appears to have fractured where the right front wheel assembly inserts.